Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached inlet tube with connector were received for evaluation. Partial separations with in abrasion were noted on both exhaust tubes of the pump. Testing revealed these to not be sites of leakage. Abrasion was also noted on the inlet tube. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with detached tube or connector. The information received indicated the device malfunctioned, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, an unspecified malfunction occurred. The device was replaced.